Manufacturer narrative:
Other, other text: additional information provided in h3, h6, and h10. This remediation MDR was generated under protocol b10009704, as a result of warning letter (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The lens was damaged and the dso (downstream occlusion) seal bubbled. Event history log (ehl) showed: pump settings and patient data lost. Power up process was performed and the reported problem was not duplicated. History showed that something defaulted the pump, however, the libraries were still there and it still had the customer security code. Someone placed it in a test mode library, which is not a part of the manufacturer?s protocols. The root cause could not be determined. Actions(s) taken to mitigate the reported issue(s): compared to another pump from same customer, library and code match; ensured rtc (real time clock) battery is charged.

Manufacturer narrative:
One cadd-legacy® 6400 pump was returned for analysis. Upon review of the device history log, no disposable alarm noted. Infusion and disposable functional testing was then performed. The pump was run for 15 minutes with no discrepancy. However, the "no disposable" message alarm occurs only after unlatching the cassette. Based on the evidence there was no fault found as the complaint was not confirmed.

Manufacturer narrative:
The medwatch form was received from (B)(6) with patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump gave a "no disposable" alarm. The issue occurred while in patient use. The patient was able to switch to a backup pump. There were no reported adverse events.